Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of controller power port 1 connector was found loose from the controller housing with the o ring gasket displaced. However, the port performed proper mating and locks action when a power source was connected and the controller passed functional testing. The confirmed malfunction is related to the reported event. Review of the controller log files revealed a vad stopped alarm on (B)(6) 2015 most likely due to a disconnection of the pump from the controller. In addition, log analysis revealed occurrences of switching events prior to the 25% threshold. The premature switching events were most likely caused by a communication error between the controller and batteries. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to address this issue. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a "loose power connection on port 1 at the controller by slipping out of the sealing ring." An elective controller exchange was performed "without any problems" and it was stated that there were "no effects on patient and he was doing fine the whole time." Controller was stated to have been "replaced from hospital stock." No additional information provided. Investigation is ongoing.